Event description:
Vns pt was experiencing an increase in seizures. Investigation to date has been unable to determine whether the seizure increase was above pre-vns baseline frequency or simply an increase over previous efficacy with the vns therapy. The pt coughs a lot and experiences throat discomfort with stimulation, but they do not have any problems swallowing. Device diagnostic testing was within normal limits, indicating proper device function. Treating neurologist indicated that he was going to attempt adjustments in device setting in an effort to decrease the adverse side effects that the pt was experiencing and increase efficacy.